Event description:
It was reported that the patient presented an exposed tubing. The tubing was coiled and was constricting flow of saline through device when attempting to inflate. There was no perforation. The reservoir of the inflatable penile prosthesis (ipp) was removed and replaced. The physician made a new pocket for more ideal placement. The patient is expected to fully recover.